Manufacturer narrative:
Date of event: (B)(6). Date of this report: 07-may-2020.

Event description:
The customer reported that the power management needs replacement. It is currently unclear if this determination was made due to a failure. Additional information has been requested. It is currently unknown if the ventilator failed and if there was any patient involvement during a failure. There is no report of patient harm.

Manufacturer narrative:
G4: 22jun2020. B4: 26jun2020. Additional information has been received that the power management (pm) board was proactively scheduled for replacement . Confirmation was received that the unit did not in fact fail or malfunction. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.